Event description:
As reported by a field clinical specialist, during a tavr procedure the team was unable to pass the 14f esheath plus through calcified iliac stent, despite vessel dilation and shockwave. It was noted the sheath was splitting a the tip (indicated to be a distal tip split).a new sheath was prepped as per IFU. Unable to pass new sheath through iliac stent after shockwave. Ic and cts decided it was best to stop at that time. Alternative access needed. There was no valve implanted.

Manufacturer narrative:
The investigation is ongoing.